Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor needle broke. The customer¿s current blood glucose level was 6.4mmol/l at time of incident. The customer mother stated that the sensor needle was broken when removed it from the body. The sensor will not be returned for analysis.